Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the clip preparation, when inserting the clip into the introducer, the introducer slipped. The tip of the introducer became pinched between the clip arm and the gripper. The gripper became pierced and frayed. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported difficulty inserting ci over the clip resulting in damaged (torn) ci appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the clip preparation, when inserting the clip into the introducer, the introducer slipped. The tip of the introducer became pinched between the clip arm and the gripper. The gripper became pierced and frayed. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay or adverse patient effects.